Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead was explanted due to undersensing, intermittent sensing and high pacing threshold. Additional information received indicates the patient was given antibiotics for prophylaxis and the ra lead was in poor position. The ra lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Analysis showed that these damages were caused by over-rotation while retracting the fixation mechanism. In addition abrasion marks were found along the lead body. The interaction with another lead should be taken into consideration. Further visual inspection showed cuttings in the insulation. Blood penetrated the lead in these areas. Deformations of the conductor coil were found which occurred most likely during surgery. Based on the character of these damages, it is reasonable to assume that the lead was exposed to strong pulling forces during explantation surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. No sign of a material or manufacturing problem was present.